Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution, no leakage was observed. The solution was expelled through the needle tip with normal flow. Furthermore, a device history record review was completed for provided lot number 4095458. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305902; batch#:4095458. It was reported that the bd needle sftygld 23x1 rb leaked. The following information was provided by the initial reporter: verbatim: while administering depo injection, medication began to leak from hub where needle was inserted into syringe, even though it was screwed in tightly and correctly. 305902 also attached lot # 4095458. Additional information provided: 1. Please confirm the affected batch# or lot# number is 4095458? Also another lot was mentioned in bd pir. Please confirm any issue with this lot# number 4116045? If any issue with this lot# number 4116045, what was the issue with this. Given this occurred between the syringe and the needle, the reporter gave both lot numbers. The other lot number is apparently from the 3 ml syringe- also a bd product 2. If sample available, kindly provide the address of the facility for us to ship the return label.